Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device eval by manufacturer: the guidewire was returned broken in two different pieces that measured 77.2 inches and 52.7 inches in length. Dimensional analysis was performed. The outer diameter and overall length of the device were found to be within specifications.

Event description:
It was reported that the guidewire fractured. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure in the first diagonal branch of the left anterior descending (lad) artery. Ablation was performed 2 to 3 times at a speed of 180,000 rotations per minute (rpm) for 15 seconds each time. The guidewire was inserted into the lad trunk again, and the rotation speed was adjusted to 160,000 rpm outside the patient's body. At that time, it smelled like something was burning. The guidewire was noted to be broken in the middle. The burr may have been rotating at the guidewire break location. The broken guidewire was removed from the patient's body. Another rotawire was selected for use, but it was unable to pass through the advancer. The annulus of the burr was noted to be not rounded. The advancer was exchanged, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the guidewire fractured. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure in the first diagonal branch of the left anterior descending (lad) artery. Ablation was performed 2 to 3 times at a speed of 180,000 rotations per minute (rpm) for 15 seconds each time. The guidewire was inserted into the lad trunk again, and the rotation speed was adjusted to 160,000 rpm outside the patient's body. At that time, it smelled like something was burning. The guidewire was noted to be broken in the middle. The burr may have been rotating at the guidewire break location. The broken guidewire was removed from the patient's body. Another rotawire was selected for use, but it was unable to pass through the advancer. The annulus of the burr was noted to be not rounded. The advancer was exchanged, and the procedure was completed. No patient complications were reported.